Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
A facility representative reported that a 13.2mm vticmo -9.5/2.5d implantable collamer lens (icl) was implanted into the patient's right eye (od) on (B)(6) 2025. The patient underwent bilateral sequential surgery. Concomitant products used intraoperatively are unknown with the msi injector delivery system. Toxic anterior segment syndrome (tass) was diagnosed on (B)(6) 2025. Diagnostics and treatment were not performed. Eye drops and oral medication were prescribed. On (B)(6) 2025 the lens was exchanged for the same model/ power and the problem was resolved. As of (B)(6) 2025 issues were reported to be resolved with patient condition: bcva/ucva:20/13; iop:14.3mmhg; vault:1ct. The cause of the event was reported as unknown.